Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed the tamper seal was removed/broken on the bottom case and plunger assembly, the left foot was broken, the front corner of the top case was cracked on the right plunger case and battery door. Review of the event history log showed the pump displayed occurrences of "motor rate error" and "check syringe plunger sensor" alarms. Functional testing involved running the pump through the power up process as well as occlusion testing. Both reported alarms were duplicated. The investigation determined that normal wear was the cause of the reported "motor rate error" alarm. It was noted that the pump was over twelve (12) years old. The investigation was unable to determine the cause of the "check syringe plunger sensor" alarm. The motor assembly, worm gear, leadscrew and clutch halves were replaced as well as the left plunger case.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump exhibited a "motor rate error" and "syringe plunger sensor" alarms. Per reporter there was no patient involvement.